Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge field service engineer (fse) reported that the logs revealed fault 57, autofill fail 5 0. Troubleshooting indicated faulty volume cylinder and faulty solenoid driver board. The fse replaced both parts and the iabp successfully completed an autofill. Full pm, safety, calibration, functional and safety checks to meet factory specifications were performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), an auto fill failure was detected on the cs300 intra-aortic balloon pump (iabp) at the start of the pm. There was no patient involvement, and no adverse event reported.